Event description:
It was reported that the end user¿s foot was run over by the manual wheelchair after her foot fell of the leg rest foot plate and rigging. End user was taken to a hospital/clinic and an x-ray was performed which concluded that the foot was sprained and badly bruised.